Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of "the hook appeared to be sparking/cauterizing from the base, not the curve at the hook". The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was damaged around the weld location. Additional observation found the thermal damage on the conductor cap and monopolar yaw pulley. Material had burnt off from the charring that occurred near the conductor wire. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. A site history review was performed and found no other related complaints. A log review was performed for the permanent cautery hook reported in this complaint (pn: 470183-14/ n10191202 0085) and the following was found: the instrument was last used on (B)(6) 2020 during a cholecystectomy procedure performed by dr. (B)(6) on (B)(4). This instrument was on its third life out of 10 lives for this procedure and it was not used for any following procedures. Based on the information provided, this complaint is being reported due to the following conclusion: the permanent cautery hook instrument sparked/arced from the base of the instrument with no evidence or claim of user mishandling or misuse. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument was noted to be sparking from the base. The customer used a backup instrument. The procedure was completed with no injury to the patient.